Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the tube going into the cycler machine on the cassette was leaking on two of them. The registered nurse (rn) gave them a box and told them to throw out the leaking cycler sets. Additional information was requested, however to date has not been provided.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the tube going into the cycler machine on the cassette was leaking. The registered nurse (rn) gave them a box and told them to throw out the leaking cycler set. Upon follow up, the patient contact confirmed that there was fluid leaking from the tubing in the middle of treatment. The patient and contact noticed the floor was wet but did not detect any fluid in or around the cycler machine. The cycler alarmed with a draining slowly alarm. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Upon further review, it was determined that the event reported on MFR# 2937457-2024-00392 was not a reportable event related to the liberty select cycler product. Additional information was received through follow up conducted on 03/07/2024. The patient confirmed there were no leaks in regard to the liberty select cycler used during the reported event. The patient stated that the reported leak was coming from the tubing and there was no fluid in or around the cycler. There was no serious injury, adverse event, or reportable malfunction related to the cycler as a result of this event. There will be no further updates on MFR# 2937457-2024-00392.